Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the wake button was not working. Customer plugged the pump into a power source and the wake button performed as intended. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer continued to use the pump for insulin therapy. Customer's blood glucose level was 101 mg/dl.